Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned to the service center for evaluation; therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
The service center received a report of a single use aspiration needle ( model na-201sx-4021) , lot number 98v, that broke off at the proximal end during an unspecified procedure. It was reported the needle broke after the eighth or ninth pass at the proximal end of the device and the break of the needle occurred on the outside of the scope, away from the patient. The physician reported that she was passing through some rough cartilage. There was no patient injury reported.